Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction MDR required to state that the lead was not explanted, but still remains implanted.